Manufacturer narrative:
Product ID: 3387s-40, lot# v595266, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v595266, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that a patient had her system explanted on (B)(6) 2011 due to infection. The patient was re-implanted on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v595266, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v595266, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v595266, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v595266, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was later reported that the patient had an infection in the electrodes which had occurred 2 months post implant. It was noted that the implant had occurred about 2 years prior to the date of this report. The devices were removed "piece mill" and the patient was on intravenous (IV) antibiotics for about a year. It was noted that at that time the patient had decided not to do anything else because it was too grueling.